Event description:
It was reported that the concern device ws explanted. No further info is available at this time.

Manufacturer narrative:
Not available. The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.